Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a pecutaneous coronary interventional procedure, a balloon rupture occurred. The 99% stenosed lesion was located in a cacified proximal left anterior descending artery that had average tortuousity. The 2.0 x 15mm apex monorail balloon catheter was used to pre-dilate the lesion and ruptured at nominal pressure. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.